Event description:
Customer reported device = 159 mg/dl. Lab = 688 mg/dl. Thimeframe between tests were not provided. Pt received no treatment. Controls were in range. A request was made for return product and replacement product was sent.